Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that the lefthand side of screen got foggy. Troubleshooting was done. Customer's blood glucose was 138 mg/dl. Customer stated it was possible that the insulin pump got a little wet over the weekend. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due corroded keypad traces. Moisture damage was noted on electronic assembly. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)